Event description:
The physician inquired as to how the atrial high rate episodes are presented in terms of order and date. The physician stated that the initial atrial high rate episodes observed seemed to be out of order. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4524 implantable pacing lead 2001-(B)(6), (B)(4).